Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion and prime/delivery tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot at battery tube threads area and cracked display window corner. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during fill cannula. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 523 mg/dl, which was treated with a manual injection. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.